Manufacturer narrative:
Additional information: d10, h6, h10. One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with cracked on right plunger case. Event history log review was performed and found evidence of reported problem. Visual inspection, power up process and checking of all reading of battery were performed. Investigation unable to duplicate the customer reported problem, during investigation the pump battery operate as intended. According to the investigation, service replaced the pump battery as a preventative measure and performed pm maintenance and all functional testing passed. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump presented with a system advisory indicating "battery communication time out; battery depleted system failure. No adverse events were reported.